Manufacturer narrative:
E.1 initial reporter facility name: (B)(6). D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the patient information was down and had orders delay notice on health sight viewer. A technical support specialist (tss) dialed into the application server to run a downtime query, which showed that message processing had stopped and interface activity was delayed. The tss confirmed pharmacy related order delays in the health system environment and restarted the external messaging and network services, but the condition remained unchanged. The tss verified that storage, processor load, and system tracing showed no issues. After resetting the communication component engine services, message flow resumed, and the matter was escalated to the integration engineering support team for further review to resolve the issue and run trace and found no error and restarted the care fusion coordination engine services and the messages from the queue started to cross over. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server patient information was down, and orders delay notice was displayed on the health sight viewer. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.